Manufacturer narrative:
The device was returned for evaluation. Data logs were not sent. Significant kinks were found throughout the length of the cannula and the catheter. No other damage or abnormalities were found. The pump started and ran with no issues. Therefore, the cause of the pump stop was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was going to be on an impella 5.0 for mechanical circulatory support. The complainant reported that the pump would not start, the device was replaced with a new impella. No report of patient harm or injury.